Event description:
Lap chole - "this was a hma bag evaluation. Dr (B)(6) has used out retrieval bags in the past at other facilities but complained that the applied bag bursts often. He has since switched to the anchor bag. In this case the bag burst while removing the gallbladder. The gallbladder was removed from a lateral port (not umbilical or subxiphoid) and there was a gallstone the size of a quarter. The incision was not extended when bag burst. Dr (B)(6) did have to aspirate the gallbladder and extend incision to finally remove the gallbladder." Patient status - "patient is doing well."

Manufacturer narrative:
Investigation summary: the retrieval bag with the cord and bead was returned for evaluation. Upon inspection, engineering confirmed a tear in the bag and noted that the tear had both sharp and ruffled edges. The tear was located at the distal end of the retrieval bag, near the seal; however, the seal was found to be intact. All inzii retrieval systems undergo 100% visual inspection during the manufacturing process. Based on the evaluation of the returned product, engineering has concluded that this incident most likely resulted from contact to the retrieval bag with sharp instrumentation. The instructions for use (IFU) state, "note: if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." And "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." This document represents our final report.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.